Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within. The same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -11.00 diopter, implantable collamer lens tore/broke during loading. The reporter stated " loading carried out by surgeon in usual manner but leading hatic torn/broken during loading. Assumed either device (icl or cartridge) problem or user error". It was reported that the back up lens was used and the problem resolved.